Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced contractions of the pectoral muscle. A chest x-ray revealed that the lead had been damaged by twiddler's syndrome. The lead exhibited over sensing.